Event description:
It was reported that during a follow-up clinic check, noise was observed on the right ventricular (rv) lead. The patient was in stable condition with no adverse health consequences. No additional information was reported.